Event description:
It was reported that the patient was undergoing a generator replacement and this was possibly due to an infection. However this was not initially clear. Follow up with the physician found that the patient first had a furuncle. It later began to drain and the vns lead was exposed. The patient was taken to surgery to have the lead placed back underneath the skin. During the surgery the generator was removed and a new generator was placed on the contralateral side of the chest. The physician did not suspect that patient manipulation contributed to the development of the furuncle or the lead extrusion. A review of the manufacturing records showed the lead and generator were sterilized prior to distribution. No additional relevant information has been received to date.